Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl. Customer declined troubleshooting and just wanted to report high blood glucose for documentation only.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.